Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers' parent reported via phone call that the night before they experienced a blood glucose level of 54 mg/dl which was treated with food and juice, he also had a reading of 82 mg/dl. The customer mentioned that they were having issues with carelink not able to log in and mmc uploader for not giving an alert. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.